Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was eating and ripping. Initial inspection of the returned skin graft mesher revealed that the comb was damaged on the left side so the calibration could not be pre-tested. The side plates were damaged on the ears and the left side plate was gouged at the roller hole.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was eating and ripping. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number(B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number 1007054, a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number 1510693, for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number 06240 one time as documented in the repair reports in livelink. The last repair was september 28, 2016 where it was reported that the device was not cutting and the roller, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on february 10, 2017 revealed that the comb was damaged on the left side so the calibration could not be pre-tested. The side plates were damaged on the ears and the left side plate was gouged at the roller hole. The 1.5:1 ratio cutter, serial number 1406002, and 2:1 ratio cutter, serial number 1007054 did not produce a passing sample mesh and were deemed non-repairable. The 3:1 ratio cutter, serial number 1510541, and 4:1 ratio cutter, serial number 1510693 both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 10, 2017 which included replacement of the worn bushings, worn side plates, damaged comb, ball detent, gears, and repaired the ratchet. Skin graft mesher, serial number 06240, was then tested and functioned properly. The reported event was non-verifiable as no testing was able to be performed due to the damaged comb. No testing was able to be performed due to the damaged comb. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number 06240, was repaired, tested and returned to the customer.